Event description:
It was reported that customer's insulin pump had broken battery tube threads. No other details were provided. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Loose and protruded drive support disk noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).